Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. A technical service engineer rebooted the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a software issue where performance was slow. A customer reported issue occured while dispensing medications. There were no adverse events or injuries reported based on this incident.